Event description:
A physician reported that the patients experienced tass (toxic anterior segment syndrome) post cataract operation. The actual reason for the infection was not known. This is ten of fifteen reports.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was not received, at the investigating site for this complaint report. Visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample will be evaluated. The root cause of the customer's complaint could not be established, as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined, that no action will be taken at this time, as a sample was not returned. And no root cause could be established. No adverse trends have been observed, associated with the reported product, and event quality assurance has reviewed this complaint ,and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).